Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Suction alarms were observed, and blood was ordered as volume status was determined to be low. It was reported that the patient coded after starting. The patient is continually bleeding from multiple access sites and the oral cavity. Four units of red blood cells and four units of fresh frozen plasma (ffp) were transfused to the patient and, heparin was removed for the left purge and reduced in the right to manage this complication. Urinalysis verified hematuria and the patient¿s lab results confirmed hemolysis. Continuous renal replacement therapy (crrt) was implemented. It was reported that the patient coded after starting crrt. The pump position was confirmed to be in optimal position via echocardiogram. High purge pressure alarms were triggered, and the catheter was checked for kinks. Impella position alarm was received. Echocardiogram noted the pigtail was outside of the left ventricle. In an effort to reposition, it appeared the cannula prolapsed. The option to straighten was not available due to the patient¿s international normalized ratio (inr). The medical staff agreed risk of bleeding outweighed the risk of attempting to position the pump and straighten the cannula, and the impella was placed in its original position. It was stated that due to the patient¿s high coagulation, the patient was unable to be weaned and the device was not removed at that time. Ultimately, the pump was explanted, and the procedural outcome is the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.